Event description:
It was reported a spectrum pump had a constant close door messages. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were confirmed and reproduced while attempting to turn the device off. This condition was determined to have been caused by a failed lower hook switch. The lower auxiliary assembly was replaced.